Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar had broken tips. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations not replicated nor confirmed the customer reported complaint. An electrical continuity was tested and passed. The instrument was place and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. Additional observation not reported by site were also identified: the force bipolar instrument was also found to have a broken input disk on axis 6 and 7 to the proximal end and were returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.